Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 22118612, expiration date 11/30/2014). (B)(6).

Event description:
Caller tested 3.4 inr on coaguchek xs system 1 and 1.8 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips were not returned.